Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s legal guardian (lg) reported that the patient was hospitalized around the christmas period for high blood glucose levels and diabetic ketoacidosis (dka). The date of hospitalization was not provided. It is unknown whether the pod was worn prior the hospitalization, as lg was unable or unwilling to confirm this. Lg stated that the patient had been unwell with a viral illness (bug) and had poor eating habits at the time, and therefore lg was unsure whether the dka resulted from a faulty sensor not reading the blood glucose level or from the illness itself. No blood glucose values, backup meter readings, or treatment details were provided. Lg reported that the pod had been removed during the hospital stay. Attempts to obtain additional information from the patient and lg were unsuccessful. A supplemental report will be submitted if further details become available. Dexcom was notified on the event on 26 march 2026.